Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The sy stem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in a spine case, the surgeon found the navigation was acting differently than they expected. The system displayed trajectory 1 and trajectory 2 views, but both views appeared axial. Additionally, the surgeon noticed the images moving on the screen. The technical services representative (ts) had the site go to the surgeon settings and check the navigation page for crosshair movement. The system was set so that images were stationary, and the crosshairs would move. Changing this setting did not resolve the issue. The site tried changing views and going back a page, but the trajectory views still seemed like they were duplicates. The site decided to reboot the system and said they would call back after if the issue persisted. There was a surgical delay of less than 1 hour. Patient impact is unknown. (B)(6) 2026 e1 (rep): additional information received. There was no impact on patient outcome. The site switched 4 up views, switched each view in and out of trajectory views, went back in the software to "acquire image" screen and then proceeded back to navigation screen before continuing with the procedure.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received about related products and updated here and referenced in section d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a software analysis was initiated. Analysis concluded that two sessions were identified on the incident date. In the first session, the user selected the spinefusion procedure and proceeded to the navigation task. The reported appearance of both trajectory 1 and trajectory 2 views as axial was consistent with expected system behavior: at the time of navigation task entry, no active instrument trajectory data was available, and the rendering service applied default intrinsic camera orientations as designed. The intrinsic fallback orientation for trajectory 1 was identical to the axial view orientation, which accounts for the surgeon's perception that both trajectory views appeared as duplicates of an axial image. Once tool tracking became active, the trajectory views updated correctly to patient-specific orientations aligned with the instrument, as confirmed in the headlessrendering log at 09:09:45. Separately, the logs confirm the crosshair mode was set to moving at 08:55:36 prior to the surgeon's observations, causing images to reposition dynamically as the tracked instrument moved through anatomy. This setting was correctly identified by the technical services representative and changed to stationary at 09:05:16. This behavior is independent of trajectory view orientation and does not represent a software malfunction. No evidence of a navigation software defect was identified as a contributing factor to the reported co mplaint. There is insufficient evidence to conclude whether a software anomaly contributed to the observed behavior. Codes b24, c19, and d15 are applicable to this analysis. H2: please see section d9 for when the logs were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.